Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The insulin pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. The pump was received with faded serial number label, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the dome label sticker of case detached from insulin pump. Customer's blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.